Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was 3mm deployed at the tip. Microscopic examination revealed no additional damages. Functional testing was completed using a stiff .035 guidewire. The wire was inserted into the sheath with no problem. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12aug2023. It was reported that the stent delivery system was difficult to insert. A 6x40x75 innova self-expanding stent was advanced for treatment. However, during the procedure, the physician inserted the stent, and there was strong resistance. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. However, device analysis revealed stent was partially deployed.